Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl. The cause was not known; however, the customer did not think insulin was being delivery. A 12 unit manual insulin injection was administered. Insulin delivery via the pump was resumed. Bg lowered to 51 mg/dl. Tandem technical support assisted the customer with performing a pump system check and no device issues were identified. The customer acknowledged. The customer reported that low bg was due to over-correcting with the insulin injection and then resuming pump therapy. Carbohydrates were consumed to address low bg.